Event description:
It was reported to gems that a pt experienced a great deal of pain, swelling and fluid in the chest following an MRI exam. The pt had a double mastectomy and at the time of the exam had tissue expanders implanted. The user manual warns that pts should be screened for implants and those pts should not be scanned.